Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the syringe was cracked. The returned syringe was examined and exhibited cracks in the barrel ranging from the 0-10 unit markings. A review of the device history record was completed for batch# 8120844. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were five (5) notifications [200756255, 200755541, 200755936, 200755340, 200755419] noted that did not pertain to the complaint. Possible root causes: defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. Infeed dial at barrel printers. Loss of back pressure at infeed rail also at form fill & seal.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe the syringe was cracked.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe the syringe was cracked.